Manufacturer narrative:
Concomitant medical product: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2018 explanted: (B)(6) 2024 product type catheter pro duct ID 8598a, serial# (B)(6), implanted: (B)(6) 2019 explanted: (B)(6) 2024 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8598a, serial# (B)(6), implanted: 2019 (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(6), ubd: 11-sep-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl, bupivacaine, and morphine via an implantable pump for unknown indications for use. It was reported that the patient had increased pelvic floor pain on 2022 (B)(6). The pain was located deep inside which fluctuates but there was always constant pain. It was indicated the event was related to the device or therapy and related to the fentanyl, bupivacaine, and morphine. No actions were taken and the event was ongoing. Additional information received from the healthcare provider via a clinical study indicated that the patient continued to have increased pain and that a caudal epidural steroid injection was given. Additional information received from the healthcare provider via a clinical study indicated that the patient had a pudendal nerve block performed. Additional information received from the healthcare provider via a clinical study indicated that the patient was given a peripheral nerve block. Additional information received from the healthcare provider via a clinical study indicated that the patient was satisfied with their pain relief. New information received on 2024-01-03 was reviewed, and the complaint determination remains unchanged. Additional information received from the healthcare provider via a clinical study indicated that an increase in sc fentanyl by 100mcg, increase in sc morphine to 8.4mg and an increase sc bupivacaine to 9.7mg was made. Additional information received from the healthcare provider via a clinical study indicated that a failed dye study occured and a catheter revision was required. An increase in bupivacaine by 2mg was made.

Manufacturer narrative:
H3:the pump passed all testing in the laboratory and no anomalies were identified. The 8596sc catheter was returned and visual inspection of the sutureless connector (sc) identified tears in the cup of the connector. Continuation of d10: product ID 8596sc serial (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2024 product type catheter pro duct ID 8598a serial (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2024 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8598a, serial (B)(6), implanted: on (B)(6) 2019, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that a decrease in sc fentanyl by 200mcg and a decrease in boluses to 8x/day was made.